Event description:
Subsequent to the final medwatch, additional information was received on ((B)(4) 2013) with information that the hypotension resolved on (B)(6) 2013. This has been reported for continuing hypotension and the hypotension lasted three days (greater then 48 hours); therefore, this would still be a reportable event. No additional information has been reported.

Event description:
It was reported that an acculink stent was implanted in a de novo, none-mildly calcified, 95% stenosed, left internal carotid artery and post procedure on the same day, the patient experienced hypotension. The patients lasix, potassium, metoprolol and lisinopril are being held until the patients blood pressure stabalizes above 120/80. The hypotension is listed as continuing. The patient was discharged home on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.there was no reported product deficiency. The reported patient effect of hypotension is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4).